Manufacturer narrative:
Initial reporter's phone #: (B)(6).

Event description:
It was observed during evaluation of the device by a philips field service engineer (fse) for an unrelated issue that the device speaker did not work (no audio). This issue was observed during evaluation of the device by a philips fse, there was no patient involvement.